Event description:
The following was reported to davol by the patient's attorney. On (B)(6) 2007 - patient underwent repair of an incisional hernia defect with composix kugel mesh. On (B)(6) 2010 - patient underwent surgery to remove the mesh. The surgeon noted the patch "had folded under and around itself, so that the small bowel was stuck to the prolene portion of the kugel patch." The attorney report alleges additional surgery, folded mesh, adhesions, defective mesh, permanent injury, and explant.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request additional information. Without a lot number a review of the manufacturing records could not be conducted. The attorney's report alleges that the patient was treated for adhesions, which is a known possible adverse reaction listed in the IFU. Additionally, no product was returned for evaluation. This MDR includes all patient, event, and device information davol has received to date. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.